Event description:
Ventilator malfunction while connected to pt. ICU rn notified the respiratory tech that the ventilator in ICU was constantly alarming with no alarm message on the screen. Upon arrival to the room it was noted that the ventilator was alarming, with no record of associated alarm in event history on the ventilator since about 2055. Return volumes on vent normal, no problem identified. Pt began to have oxygen desaturation into high 80's, which is a change from baseline, even with fraction of inspired oxygen (fio2) turned up from 30% to 100%. Pt taken off vent & assisted with bag-valve-mask (bvm) ventilation until new vent set up. Vent taken out of service. Expiratory valve diaphragm had a small hole in it which could cause noted alarm.